Event description:
The patient is a [redacted] female with non-ischemic cardiomyopathy who had a heartmate 3 lvad placed [redacted] as a bridge to decision, she is not a transplant candidate due to elevated bmi. She quickly developed a proteus driveline infection in [redacted] and had been maintained on antibiotics. She unfortunately also developed severe aortic insufficiency in 2022. She was not a candidate for tavr due to large annulus size. She underwent an open avr and hm3 pump exchange due her driveline infection on [redacted] with an unremarkable post-operative course.